Event description:
It was reported that the ICD and lead were explanted when noise, inappropriate shocks and a dramatic change in the high voltage impedance were observed. The lead was tested with a pacing analyzer after the device was explanted and found to have high pacing lead impedance and high capture thresholds. The lead was capped. The physician was comfortable saying that this was a lead issue and not a device problem.